Manufacturer narrative:
Complaint confirmed. One unpackaged ar-13991n was received for investigation. Visual inspection identified that the distal tip of the needle had broken, with the suture notch no longer present along the remainder of the device. The fragments generated during the event were not returned for analysis. Inspection via micrometer ID: 224 revealed that the width of the distal end of the needle met design specifications. A significant bend was visualized at the remainder of the distal tip, indicating that the device had been subjected to prying/leveraging forces. As such, the event is consistent with misuse.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the ar-13991n scorpion needle broke off during the first pass. The facility reported the broken fragment was fully retrieved, and second scorpion needle was obtained and used to complete the procedure.